Event description:
It was reported that the user contacted support regarding anxiety when blood glucose exceeded 180 mg/dl. The reported blood glucose value of 289 mg/dl while using the ilet system, with cause of hyperglycemia unclear and no device alerts or alarms reported. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. Symptoms included anxiety and vomiting associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.